Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) /2018 that on (B)(6) 2018 pt reported receiver didn't not send an alert (display) after reaching pt's high alert (200) for three hours. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported receiver didn't not send an alert (display) after reaching patient's high alert (200) for three hours. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charges and boot was performed and passed. Receiver functional test station was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.